Event description:
The facility reported a colleague infusion pump with an error code 814:04. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During product evaluation at baxter, it was discovered that the event occurred during delivery based on review of the device event history. No additional information is available.the user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was faulty ail pcb (air in line printed circuit board). The ail pcb was replaced.a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).